Event description:
The manufacturer became aware of an allegation that an end user has passed away while using a dreamstation auto CPAP. There is no allegation that the device contributed to the death. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was previously became aware of an allegation that an end user has passed away while using a dreamstation auto CPAP. There is no allegation that the device contributed to the death. No other clinical information or medical interventions were reported. The updated describe event or problem will be: the device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation, the service center founds no faults and the device passed all tests. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.